Manufacturer narrative:
.

Event description:
The patient was reportedly implanted with the following boston scientific corporation devices: pinnacle pelvic floor repair kit, advantage fit system, and obtryx transobturator mid-urethral sling system and a cook surgisis tissue graft on (B)(6) 2010 at (B)(6) by dr. (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.

Manufacturer narrative:
Date of event not provided by the complainant. Product name unknown; product unspecified. Product common name unknown; product unspecified. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Concomitant products: boston scientific corporation devices: pinnacle pelvic floor repair kit, advantage fit system, and obtryz transobturator mid-urethral sling system: (B)(6) 2010. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with the following boston scientific corporation devices: pinnacle pelvic floor repair kit, advantage fit system, and obtryx transobturator mid-urethral sling system and a cook surgisis tissue graft on (B)(6) 2010 at (B)(6) hospital in (B)(6), by dr. (B)(6).the patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.